Manufacturer narrative:
Submission date of this report: 1/12/1998. Tubeguide broken at left steel post; piece taped to touchpanel note: typed ed applied to front of pump above touch panel reads, "please return pump to pca after pts IV therapy." Pump will be set at 45 ml/hr an run for 1 1/2 hr with juity rth. "Cover open" message alarmed at 14min 41sec into test. Tubing had rapid cover arm due to broken tubeguide. Tube guide will be replaced ed pump will be tested again. Pump delivered within spec when tested with replacement tubeguide. Pump functioned properly during testing. Original tube guide did not hold tubing in place properly & it raised the cover arm & alarmed. Pump delivered within specification when tube guide was replaced.

Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 45 ml/hr. 975 ml were delivered in 1.5 hrs. Following the event, the pt has emesis and diarrhea. The tube feeding was held for 12 hrs, then resumed. There was no illness, injury or medical intervention resulting from the event. One pt involved.